Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The expiration date specified by the customer was 2025-06-16. Therefore, the history was analyzed from (B)(6) 2025. The infusion was started on (B)(6) 2025, with an bd platipak 50ml syringe. A rate of 50 ml/h and a vtbi of 50 ml were set. The infusion was started at 8:26:41. At 9:21:57 the infusion was stopped by a pressure alarm. Up to this point, 45.53 ml had been infused. A new 50 ml bd plastipak syringe was inserted. Another infusion was started at 9:23:47 with the same values. At 10:18:54 the infusion was stopped by an another pressure alarm. Up to this point, a total of 90.09 ml had been infused. No abnormalities in the flow rate were detected. The cover caps on the screw pillars and the technician seal (48-03-002) on the lower housing were intact. The device is in a dirty state, but no visible damaged parts are to locate. The device passes the self-test. A bbraun 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. No abnormalities were found. The pressure measurement and the motor power limitation were investigated. No abnormalities were found. A delivery accuracy measurement was arranged. A ops 50ml was selected and a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,99% (accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24). During disassembly it was discovered that the syringe holder with piston brake was damaged. The defect could not be confirmed. The flow rate deviation complained by the customer could not be reproduced during the investigation. A delivery accuracy measurement was carried out and no deviations were found. Additional information: it cannot be ruled out that the wrong syringe was selected. If the wrong syringe is selected, malfunctions may occur with the pre- alarm and end alarm, as well as with the pressure cut-off. Furthermore, the infused volume may deviate. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: "incorrect drug delivery."